Event description:
It was reported that the patient received inappropriate therapy. During the device interrogation there was low r-waves and t-wave oversensing (twos). The detection was turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)